Manufacturer narrative:
The product was discarded by the customer and was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the physician found that the lighting of the device, which was used in conjunction with a non-medtronic camera, was too bright and that it impaired their ability to visualize the placement of the catheter into the ventricles. The report states that a second surgery was required to complete the implantation of the patient¿s shunt. According to the report, the patient did not incur an injury as a result of the event.

Manufacturer narrative:
The product was unavailable for return. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. (B)(4).